Event description:
Healthcare professional reported via device tracking of a "right side ¿implant became smaller."" Later healthcare professional reported "a right-side deflation." Device is explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on valve bond edge side assessed as unidentified (tear) opening. Additional observations: crease flat is observed. Air voids (vv) within the valve to shell bond area, which is characterized as a workmanship, however, this workmanship is not relationship with the complaint. Additional, changed, and/or corrected data: d6a, d9, h3, h6 further investigation summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1683582 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated to this lot and the complaint. According to the device analysis performed in the laboratory, was observed voids on valve side (vv) out of specification (1.5mm) per qa199.06. According to the analysis review the reported complaint was observed, however, the workmanship is not related to the reported complaint. A review of the current risk documents was performed and the event of void in valve is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported via device tracking of a "right side ¿implant became smaller."" Later healthcare professional reported "a right-side deflation." Device is explanted and replaced.